Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed no cassette when the infusion was completed, and the cassette was completely empty. It was reported the pump was scheduled to infuse until 13:00 but completed at 07:30. Per reporter the end user reported nausea and vomiting during the night.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed no cassette when the infusion was completed, and the cassette was completely empty. It was reported the pump was scheduled to infuse until 13:00 but completed at 07:30. Per reporter the end user reported nausea and vomiting during the night.

Manufacturer narrative:
Additional contact information: (B)(6).